Event description:
Philips received a complaint on the (B)(4) indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to the poor contact of ECG lead trunk cable. The root cause of the component failure could not be determined. The issue was resolved by cleaning the dust in ECG lead trunk cable and the product is back in service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).